Event description:
The report received from the affiliate indicated that during pta of a cto lesion was left superficial femoral artery with heavy calcification, a powerflex pro balloon catheter ruptured at 6 atm. Another balloon was used to finish the procedure and there was no reported patient injury. An approach was made from the right femoral artery. After the lesion was crossed by a guidewire (radifocus, terumo), pre-dilation was conducted with the powerflex balloon. However, it ruptured at 6atm during its initial dilatation. A non cordis was used instead and the procedure finished successfully. The product will not be returned for analysis. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The brand of contrast media was unknown as was the inflation device. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend and did not kink while being used. The balloon catheter did not kink while being used. It was easily removed from the other devices and from the patient.

Manufacturer narrative:
The report received indicted that during percutaneous transluminal angioplasty of a chronic total occlusion (cto) lesion with heavy calcification in the left superficial femoral artery, a powerflex pro balloon catheter ruptured at six atmospheres. Another balloon was used to finish the procedure and there was no reported patient injury. An approach was made from the right femoral artery. After the lesion was crossed by a guidewire (non-cordis), pre-dilation was conducted with the powerflex balloon. However, it ruptured at six atmospheres during its initial dilatation. A non-cordis balloon catheter was used instead and the procedure finished successfully. The product will not be returned for analysis. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media was unknown as was the inflation device. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend and did not kink while being used. The balloon catheter did not kink while being used. It was easily removed from the other devices and from the patient. The device was not returned for analysis. Review of lot 15919117 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined; however, based on the information available for review, vessel characteristics (cto with heavy calcification) may have contributed to the difficulty experienced by the customer. Neither the information available for review nor the DHR suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: balloon catheter: (mustang5/40mm, boston scientific) this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.